Event description:
It was reported that the attachment became hot after 20 seconds of run time, this was found during a routine maintenance visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The attachment was returned to the MFR and the eval found that the press fit between the blade mount and the body was loose. This will cause the over heating when operated. When the head comes loose it will heat the attachment by creating added stress and binding to the driveshaft. This can happen due to the age of the product.